Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced fourty infusion sets leakage events since (B)(6) 2025. The leakage due to infusion sets tubing detached from connector.the infusion sets were in use for zero to two days. The blood glucose level was exceed 500 mg/dl and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available. '